Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported premature coil detachment cannot be determined. Subject device is not available.

Event description:
It was reported that during coil embolization procedure, the coil (subject device) was inserted into the microcatheter(non-stryker device) but it was not possible to visualize the coil. The delivery wire and microcatheter were removed as one unit from the patient and the main coil was missing. There were no clinical consequences to the patient.